Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause was unknown. It was reported that the patient was hospitalized for the peritonitis and treated with aztreonam (dose, route and frequency not reported). At the time of this report, the patient was not recovered from the event. Dianeal therapies were ongoing. No additional information could be provided because the reporter declined follow up.